Event description:
It was reported that there were difficulties positioning a right ventricular leadless pacemaker during initial implantation, possibly due to patient anatomy. Physician was able to find a location with acceptable mapping measurements. However, the pacing impedance did not rise after fixation. Physician still decided to release the device due to a lack of other feasible sites. The device's capture threshold increased after release. Fluoroscopy confirmed device had either micro-dislodged or dislodged. The device was retrieved and replaced to complete the procedure. Patient had no other consequences.